Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a patient in a secondary procedure as the doctor missed the refractive power of the lens owing to pre-operative calculations. It was stated that there was no product malfunction. The 16.0 diopter iol was replaced with a 18.0 diopter lens (serial number: (B)(4)). There were no patient complications.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/30/2014. (B)(4). Device returned to manufacturer: yes. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection noted the lens cut in two (2) pieces, most probably to make explant possible. Visual inspection at 12x magnification showed the lens identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens optic was damaged. Due to the condition of the returned lens, no further product analysis was possible. The event stated no product malfunction and was not considered quality related. The manufacturing records were reviewed and showed no non-conformances. No associated nonconformity material reports were reported. The sterilization batch was released. Results of environmental control showed no non-conformances. There were no process or material changes. Based on the manufacturing record review and historical review no non-conformances were identified. The lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.